Manufacturer narrative:
All buttons functioning properly. No damage on the keypad assembly. No button error alarm. Insulin pump received with severely scratched display window. Unit received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip, scratched reservoir tube window, and scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 202 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.